Event description:
It was reported that an ilet user experienced fluctuating blood glucose with recent highs around 190 mg/dl despite not eating, and the user disclosed that the infusion site had not been changed for weeks; troubleshooting identified a likely infusion set or site integrity issue, and the user was guided to replace the cannula, reconnect, and complete the fill cannula to resume insulin delivery. Symptoms included hyperglycemia. Outcomes included no hospitalization, and the user was advised to allow approximately two hours for blood glucose to trend downward after the site change. Investigation included technical troubleshooting and user education regarding infusion site maintenance and proper insulin delivery resumption steps. Investigation of this case revealed that prolonged use of a single infusion site was the probable cause of compromised insulin delivery leading to hyperglycemia, which resolved through a site change. It was concluded, based on previously established findings for similar reports, that the cause was unknown but consistent with a use-related infusion site issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.